Event description:
It was reported that during a follow-up session, loss of capture was detected. The patient was sent to the hospital where a ventricular perforation was found. The lead was replaced. No further patient complications have been reported as a result of this event, and the patient's status was reported as "ok".

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.